Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically inspected and had a tear from wear at a corner of a fold. The cuff was visually inspected, and a was worn from wear at the corner of a fold. The cuff did not pass the leakage testing performed. The balloon kink resistant tubing (krt) was visually inspected and had worn to the filament and the shell had wear at a fold. The pump krt was visually inspected and had worn to the filament. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the cuff presented tear from a wear at a corner fold and did not pass the leak test. The balloon and pump had worn to the filament and balloon shell had wear at a fold. There was no additional information provided.